Event description:
It was further reported that the patient underwent an initial surgery. Approximately 5 years post-op, the patient presented with left lateral hip pain and could feel the fractured implants. The patient was subsequently revised due to 2 implanted bolts fracturing. The threaded part of the bolt screws were unable to be removed and left in place as there were no proper instruments to unscrew it from the femur. In addition, the surgeon did not attempt to place a new washer and bolt screw as the chances of damaging the bolt screw thread were high and it could lead to loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h10; h11. Visual examination of the returned products identified signs of implantation in the form of wear lines and surface marks. The threaded portion of both implant screws was found to be fractured off. The device was submitted for further analysis. Analysis determined the presence of fatigue striations suggests the fatigue mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with horizontal orientation of the acetabular cup. Loosened appearance of an inferior plate fixation device with associated loosened bolt along the proximal left femur laterally. Root cause was unable to be determined. Reported event was confirmed by complaint sample evaluation and review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.